Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a step related to the remote alarm connector during testing. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the interface board the interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was found to be due to a bent lead in j2 (nurse call jack).